Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: lo (< 10 mg/dl) and 103 mg/dl. No adverse event reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.